Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion test. The event occurred during testing, the device alarmed below the designated pressure. There was no patient involvement. No additional information is available.